Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of an unspecified error code. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not reproduced during investigaiton. The assignable cause was determined to be depleted main batteries. The main batteries and harness were replaced to fix the reported condition.this device is a remediated colleague pump with a user interface module software version of 6.13.92.baxter will continue to monitor similar reports to determine if further actions are required.